Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6) 186-01-52 - integrip cc, cluster 52mm, g2. (B)(6) 188-01-04 - wedge plasma x/o sz 4.

Event description:
It was reported that this 73 y/o male patient's hip was revised due to the recalled poly. Poly removed and new poly implanted. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain photos/x-rays. Product not returning - hospital kept.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.